Event description:
It was reported that the patient stated he had implanted an artificial urinary sphincter (aus) in (B)(6) 2023, because he became incontinent. He mentioned that it prevents leakage except when he presses to release urine. However, he experiences leakage without squeezing. The patient stated that whether he is sitting, lying down, or standing, he feels the urge to go to the bathroom and must run to avoid leaking before he can squeeze to release urine. He also mentioned that he needs to empty his bladder before leaving the house. Additionally, the patient stated that he takes retemic at night and that the aus helps a lot, but it is not 100% effective because it leaks without him activating first. No surgery was informed, and no additional information has been provided.